Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 469 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not experienced symptoms due to high blood glucose. It was unknown whether the customer was using auto mode or not. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further patient complications were reported. The customer will continue use of the device.